Event description:
A surgeon reported that the automatic valve did not open when fluid/air switch was attempted during a vitrectomy procedure. It was reported that the valve finally opened, but the eye "remained with insufficient tonicity" to get a satisfying fluid/air exchange in the appropriate conditions. As the surgeon could not inject the gas, silicon was used. The impact to the pt is unclear; add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released under a finished goods issue which is completely unrelated to the customer's event. A sample was not returned for this complaint. (B)(4).